Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00117. It was reported that the patient was having trouble moving their legs after a permanent implant. As a result, the physician explanted the system and ordered MRI. MRI also showed epidural hematoma and the patient had emergency cervical spine surgery to relieve the hematoma.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.